Manufacturer narrative:
Submit date: 28-apr-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician was unable to confirm the reported issue. The unit passed recertification. The unit was cleaned and is ready for use.

Event description:
The customer states when feed is placed on hold, the total volume to be infused changes.